Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. Customer's blood glucose at time of incident was 32 mg/dl. The customer is hypo unaware and is using the sensor to track trends of sensor glucose and the sensor was alarming her of a falling sensor glucose due to demo featured on. The customer was advised to turn off sensor feature. The customer was advised that the demo is just that demonstrates how the sensor should work but will not reflect sensor glucose values due from calibration.